Event description:
It was reported that during set up of a da vinci surgical procedure, it was discovered that the cable on the prograsp forceps instrument was broken.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch down cable was frayed at the distal clevis hub. No other cables showed any damage. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.